Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited intermittent ventricular capture via a review of remote transmission. Subsequent remote transmission showed the device capturing appropriately. No intervention was performed. No patient symptoms were reported.